Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order was not accessible to the nurse. A technical support specialist (tss) consulted with a product service engineer (pse). The pse indicated that the combo medication order was intended to occur three times, as evidenced by the occurrence quantity in the order; if that quantity was left blank, there would be no limit on the number of doses that could be dispensed. The customer inquired about the reason the user was unable to retrieve the order. The tss worked with an agent and found that two transaction sets were completed on 5/17/2025, which finalized the order. That was a multicomponent order, in the first instance, both components were retrieved, while in the second instance, medication identification (med ID) 2265 was canceled, and med ID 1410 was dispensed, thereby fulfilling the third instance of the order and marking it as completed in the database. The tss determined that the reason for the second transaction set was unknown, but the act of using the order to pull even one single component was enough to complete the order, which made it unavailable to any other user after that point. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, an order was not accessible to the nurse. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.